Event description:
The patient reported feeling unwell and needed to check if the cardiac resynchronization therapy pacemaker (crt-p) was working. Follow up yielded no information and the device remains in use. No further patient complications have been reported as a result of this event.